Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 126 mg/dl. Reportedly, the customer has been reusing insulin, using the cartridges and trusteel infusion set longer than the recommended 48 hour period per tandem user guide. Tandem technical support educated the customer that was off label.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.